Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room due to phrenic nerve stimulation. Upon interrogation, the left ventricular lead exhibited loss of capture. Chest x-ray revealed that the lead had dislodged. The device was reprogrammed to resolve the stimulation. The lead was explanted and replaced on (B)(6) 2015.